Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported ruptured device. The side is unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician reported: "found siliconomas in lymphatic nodes of the left side of the thorax wall, which means the implant is ruptured and have to be replaced beside the exploration of the lymphatic. First surgical exploration with extirpation of the lymphatic nodes, than removement of the implant - later new implant". Left side. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, encapsulation, red particles, crease fold and opening. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening and a sharp opening in the posterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. Non-penetrating nicks. A sharp opening on posterior due to an unidentified (tear) opening. The reason for reoperation: rupture, silicone migration.

Event description:
Device has been explanted.